Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the charger 1 board required replacement due to voltages found to be out of acceptable ranges. The imaging system then passed the system checkout and was found to be fully functional. The battery charger 1 has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the charger board required replacement. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: medtronic received information that the reported issue occurred when attempting to install a new wire harness within the system.

Manufacturer narrative:
The charging board (pcba) was returned to the manufacturer for analysis. The board was missing a capacitor so testing could not be completed. The reported issue was confirmed with the return of the component as the board was missing a capacitor. If information is provided in the future, a supplemental report will be issued.